Event description:
Device overheated during a procedure and patient received a minor burn to their inner cheek tissue. Patient has had a follow-up with the doctor and the injury is reported to have healed normally without any need for additional medical attention. Device is the same handpiece that was reported on MDR 2022-00016 and happened prior to the event reported. The location inadvertently placed the device back into use which resulted in the second injury (MDR 2022-00016). Nsk became aware of this event during the investigation of the first reported event.